Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to troubleshoot the issue. The fse found that the flow of washing water to the sample probe was inadequate. The fse cleaned the sample probe, cleaned the cuvette wheel assembly and replaced the ¿degraded¿ spiral mixers. The fse also replaced r1, r2 reagent syringes and the inner rings for the sample syringes. The fse verified the instrument performance and the results were acceptable. There is sufficient evidence to suggest the cause of the questioned results are due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. (B)(4).

Event description:
A customer in spain reported their au5800 clinical chemistry analyzer generated false low urea nitrogen patient results flagged with ¿*¿ error. There was no report of change in patient treatment. Per au5800 IFU; a98352ac, ¿*¿ code refers to ¿linearity error in rate method¿. The possible causes are: unusually high result; contaminated reagent; dirty or defective mix bars; defective cuvettes; deteriorated lamp; reagent or sample probe alignment problem; outer cuvette walls or the cuvette wheel is wet; or the concentration is near zero for toxicology analysis using the rate reaction method.